Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccine medicine leaked from the bd eclipse¿ needle with smartslip¿ technology hub when pushing it back into the vial. The following information was provided by the initial reporter: "when drawing up vaccine, noticed substantial bubbling in syringe. When pushing vaccine back into vial noticed leaking from base of needle where it is attached to plastic hub. Discarded needle and syringe, replaced with new equipment. Issue did not persist."

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2009003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for review. The retained samples were examined and no signs of leakage were observed. Per the provided feedback, we understand that leakage occurred; however, without the sample it is not possible to determine a cause for the incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that vaccine medicine leaked from the bd eclipse¿ needle with smartslip¿ technology hub when pushing it back into the vial. The following information was provided by the initial reporter: "when drawing up vaccine, noticed substantial bubbling in syringe. When pushing vaccine back into vial noticed leaking from base of needle where it is attached to plastic hub. Discarded needle and syringe, replaced with new equipment. Issue did not persist."